Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date her adc blood glucose meter would not turn on with button press or with test strip insertion. She further reported she self-presented to a clinic where an unspecified ¿high¿ reading was obtained. Customer was treated with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. Were incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported that on an unspecified date her adc blood glucose meter would not turn on with button press or with test strip insertion. She further reported she self-presented to a clinic where an unspecified ¿high¿ reading was obtained. Customer was treated with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.